Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that seven infusion sets fell off events during use on 06-april-2024, 06-may-2024 and 06-june-2024. The infusion set was in use for 2-8 hours for all events. Blood glucose level was high at the time of event and patient address high blood glucose by taking correction via bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1918612 - MDR 3003442380-2024-15284 - device 4 of 7.